Event description:
It was reported that this pacemaker entered safety mode. The patient reported symptoms of stimulation. Technical services (ts) discussed safety mode settings and therapy delivery for this mode. This pacemaker was subsequently explanted and a new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker entered safety mode. The patient reported symptoms of stimulation. Technical services (ts) discussed safety mode settings and therapy delivery for this mode. This pacemaker was subsequently explanted and a new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis. This device has been returned and analyzed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codes e2007 and e0505. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker entered safety mode. The patient reported symptoms of stimulation. The patient also had a fall where they hit their head, developing a hematoma. Technical services (ts) discussed safety mode settings and therapy delivery for this mode. This pacemaker was subsequently explanted and a new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.